Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had no stimulation from her scs system. A communication error displayed when attempting to establish communication with external devices. Surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was explanted and replaced with a newer model ipg. The date the patient lost stimulation is unknown to the manufacturer at this time.

Event description:
Additional information received identified effective stimulation was reportedly restored postoperative, and the issue has resolved.